Event description:
Subsequent to the initial medwatch report filing, additional information was received stating that the mini trek balloon was able to cross the lesion and during inflation at 12 atmospheres, the balloon catheter was noted to be broken. No resistance was reported during advancement or during retraction of the device. No additional information was provided.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity and moderate calcification. The 1.5 x 08 mm mini trek balloon was attempted; however, it failed to cross the lesion and the shaft separated. A 1.5 x 12 mm mini trek balloon was successfully used to treat the lesion. There was no reported clinically significant delay of procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.